Event description:
Caller reported a malfunction on the pump, which involved a software error. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by arranging to send a replacement pump with updated software.